Event description:
On (B)(6) 2012, customer reported that after level sensing the total bilirubin cartridge on the dxc 600 pro instrument, the customer noticed the reagent cartridge had a crack in the bottom seam. No exposure or injuries were reported, and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).